Manufacturer narrative:
Products not yet returned to ldr medical for investigation at this time. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information requested. Investigation still in progress. Product not returned at this time.

Event description:
Roi-c : bent anchoring plate and broken cage. It was reported that during a roi-c surgery :the cage broke during implantation of the first anchoring plate, the end of the anchoring plate couldn't be completely insert into cage and found that it was cracking and deformed but no cages pieces left into body and the surgery delayed for 45 min, increasing the bloody. The surgery is completed with another cage and clamps. Additional information requested. Investigation still in progress.

Manufacturer narrative:
Products not yet returned to ldr medical for investigation at this time. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information requested. Investigation still in progress. Conclusion is not yet available.

Event description:
Roi-c : bent anchoring plate and broken cage. It was reported that during a roi-c surgery :the cage broke during implantation of the first anchoring plate, the end of the anchoring plate couldn¿t be completely insert into cage and found that it was cracking and deformed but no cages pieces left into body and the surgery delayed for 45 min, increasing the bloody. The surgery is completed with another cage and anchoring plate. Update received on (B)(6) 2018 - update received from the reporter upon phone conversation with the surgeon: the patient is in good state of health ; the implantation of the cage respected the patient midline ; according to the reporter : the surgical techniques steps were followed during anchoring plate impaction; the surgeon felt resistance while impacting the anchoring plate and he failed to totaly implant it . He applied a certain force during impaction. The surgeon found that the anchoring plate was deformed and the cage had a fractured part. According to the reporter it's not possible that two anchoring plates were impacted in the same slot. The patient had a sclerotic bone condition ; the surgeon completed the surgery with another roi-c cage , no other issue reported. Xrays were provided. Additional information were requested investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product received at ldr medical : visual & functional examination shows no particular issue. Marks on anchoring plates shows that the surgeon didn't inserted correctly the first anchoring plate and when he tried to insert the second anchoring plate there are a conflict which induced the broken of the cage. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is a poor insertion of the first anchoring plate which induce a conflict when the surgeon tried to inserted the second anchoring plate. This conflict induced the broken of the cage. The investigation found no evidence to indicate device issue. Indeed, as mentioned in the surgical technique , it's recommended to use fluoroscopy during each step in order to check correct positioning of the half anchoring plate. In addition it's recommended that in case where a strong resistance is felt, immediately stop the insertion and perform fluoroscopic control to determinate the reason of the resistance the root cause is mishandling during anchoring plate impaction , conflict between the two anchoring plates.

Event description:
Roi-c : bent anchoring plate and broken cage. It was reported that during a roi-c surgery : the cage broke during implantation of the first anchoring plate, the end of the anchoring plate couldn¿t be completely insert into cage and found that it was cracking and deformed but no cages pieces left into body and the surgery delayed for 45 min, increasing the bloody. The surgery is completed with another cage and anchoring plate. Update received on 07 / june/ 2018: update received from the reporter upon phone conversation with the surgeon: the patient is in good state of health after the surgery ; the implantation of the cage respected the patient midline ; according to the reporter : the surgical techniques steps were followed during anchoring plate impaction; the surgeon felt resistance while impacting the anchoring plate and he failed to totally implant it . He applied a certain force during impaction. The surgeon found that the anchoring plate was deformed and the cage had a fractured part. According to the reporter it's not possible that two anchoring plates were impacted in the same slot. The patient had a sclerotic bone condition ; the surgeon completed the surgery with another roi-c cage , no other issue reported. X-rays were provided. Update received from the reporter: the first impactor was used in first slot and then the surgeon used the second impactor: surgical technique was followed. The surgeon don't used the starter awl according to the reporter. No information was received on the patient bones quality . Product was returned and examined by the r&d department.